Event description:
Boston scientific received info that the pt with this right atrial (ra) lead was seen at the emergency room due to a wound issue. While at the emergency room the pts ra lead was found to have loss of sensing. A chest x-ray was taken showing the lead had dislodged. The physician elected to reprogram the device to vvir rather than reposition the lead. No adverse pt effects were reported and no infection was found. As no further info concerning this report is expected, our investigation is complete this investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompany this particular device. The mfg process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.